Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 143 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive. Customer stated that the insulin pump was not exposed to a change in altitude. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Pump received with all buttons responding properly. No damage or moisture damage on keypad assembly and no unlocked keypad connector noted during visual inspection. Pump passed the self test and the displacement test. Pump received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.